Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found - damaged/dirty strip connector. Quality control investigation of returned test strips on 11/18/2015 produced lo readings and black chemistry was observed. Most likely underlying root cause of appearance for black chemistry due to improper storage.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-150mg/dl fasting. Verified test strips expire 05/19/2018. Confirmed customer's test strips are being stored properly and opened vial date 11/02/2015. Reviewed meter memory: (B)(6). Memory concerns: lo. Customer believed his meter results are inconsistent because meter continues to register lo each time. Meters time and date was not set correctly. Adverse event not reported.